Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary the received video was reviewed. The described failure by the customer was confirmed. The received video was reviewed and compered to a known good unit. It was found that the device passed visual inspection. Based on the provided video it shows that, the device is not stopping when the hand switch is released. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo / video, further assessment will be performed if the device is received. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user: for the tool to function properly, synthes recommends that it is cleaned, disinfected and serviced after each use in accordance with the process defined in the ¿care and maintenance¿ section. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the air pen drive device when activating it and then deactivating it by releasing the trigger, it continued to operate. The same device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.